Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that a replace battery code beginning with 128-fxxx (where x is any number or letter) was present in the alarm history and had occurred 3 or more times within a 30 day period. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the pump powered on with returned battery cap which was able to be fully tightened. The battery compartment was observed to be cracked below the grip pad. The black box showed multiple alarms on (B)(6) 2014 which indicated post delivery-motor-power supply faults had occurred. No similar alarms were duplicated during the investigation. The current draws were found to be within specifications for the idle, sleep, load, and rewind steps. The pump case was removed for further investigation and evidence of moisture contamination was observed inside the pump on the motor boost circuit. Unrelated to the initial complaint, the audio bolus button cover was found to be detached.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.